Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a damaged screen, consistent with a device display/screen hardware failure, and the user discontinued wear, resulting in elevated blood glucose up to 278 for approximately two days; the user also reported using metformin and toujeo and was instructed to charge and power the device to sync logs. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and no ketone testing or medical intervention was reported. Outcomes included temporary disruption of therapy and reliance on backup diabetes management while awaiting replacement. Investigation included collection of event details, review of user-reported photos, and coordination of device replacement and data synchronization. Investigation of this case revealed external damage to the display component of the ilet with no reported alarms, consistent with a screen crack or break on the device enclosure/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external factors, user handling, or impact, rather than an intrinsic device malfunction.